Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that the device¿s auto threshold check was high on the right ventricular (rv) lead, but no changes were made for the rv lead as the physician decided to let the device auto adjust up or down as the rv thresholds determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in the right ventricular (rv) lead¿s capture thresholds over the last four months. The rv lead remains in use. No patient complications have been reported as a result of this event.